Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 corrected fields: h6 (f2601 removed) the device was returned to olympus for inspection, and the reported failure was partially confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed light transmission, fiber breakage. A root cause could not be identified. Based on the results of the investigation, the reported allegation of 'no image' was not reproduced and hence the probable cause could not be determined. Moreover, the most probable cause of additional malfunctions was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had severely damaged no image. The event occurred during inspection for use. There were no reports of patient involvement.